Manufacturer narrative:
Multiple attempts to obtain additional information and to obtain the return status of the valve were made. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that post implant of this bioprosthetic valve, the valve was "explanted after implant." The reason for explant is unknown. It is unknown if the explant occurred during the same procedure as the implant. No adverse patient effects were reported.